Event description:
Patient reported a primary left knee on (B)(6) 2021 and a revision on (B)(6) 2021 due to "tibia failed, it did not stay in place". Patient would like to know if implants are subject to a recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.